Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had history anomaly and delivery anomaly. The customer reported that the insulin pump was not recording right. The customer also reported that the insulin pump would not let the insulin go through at times. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had depleted battery life. The customer declined to troubleshoot for delivery anomaly. The insulin pump will be returned for analysis.